Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 19843998, model/catalog description: artisan lead 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that during the patients ipg revision, it was found out that two of the four tails from the patients leads were fractured. The stimulation was still where it was needed. No further course of action will be taken at this time.